Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Report was received concerning neonatal gastric perforations in patients weighing <750 grams. The report was submitted with limited clinical information and patient outcome was not fully described. Perforation was confirmed but no additional clinical course details have been made available. Feedback from the healthcare facility has not claim causality between the edi catheter and the perforation. The customer acknowledges possible coincidence given widespread use of edi catheters in their nicu. From our postmarket surveillance data there is no trend identified indicating increased rates of gastric perforation associated with edi catheters. Current labelling has been reviewed and is consistent with the observed events as the edi catheter instructions for use (IFU) list gastric perforation as a rare adverse event. In conclusion based on the limited information provided, no causal link can be established between the reported gastric perforation and the use of the edi catheter. Device performance issues were not reported, and no device malfunction was alleged. The events remain consistent with known clinical risks associated with neonatal gastric perforation and are covered by existing product labelling.

Event description:
It was reported that during ventilation in nava (neurally adjusted ventilatory assist) mode, a gastric perforation with the edi catheter occurred. There was no patient harm. Manufacturer¿s ref #: (B)(4).